Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and the collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an iris potentiometer error. This malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. No pt injury was reported.